Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the recipient¿s test data indicated impedance issues. The recipient's device will not be explanted at this time. The recipient previously experienced decreased performance but is now experiencing improved performance. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer. Revision surgery is under consideration.